Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that in ventilation mode the device shuts down and alarms. There was no patient involvement at the time the issue was discovered. Upon review, there was no ventilation inoperative (inop) codes logged. It was stated that the alternating current (ac) and battery need to be disconnected to stop the alarming when the unit shuts down. The customer attempted a new battery, and it was confirmed the voltage was as expected and the battery was fully charged. The remote service engineer (rse) suspected a faulty power management (pm) printed circuit board assembly (pcba) and advised the replacement of the pm pcba. Onsite service is currently pending.

Manufacturer narrative:
A field service engineer went onsite and replaced the power management board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.